Event description:
A patient reported experiencing inaccurate eratic results with an ot profile meter. The patient's blood glucose results were 210 mg/dl, 122mg/dl, 251mg/dl. Tests were done less than 10 minutes apart with a difference of 39%. Patient did not experience any adverse events. No further information has been reported.